Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with high pacing impedance on the right ventricular lead. The lead was explanted and replaced. The patient was discharged.